Manufacturer narrative:
Missing jack screws.

Event description:
It was reported by service report that the nurse call cable was unable to be connected to the bed. No patient involvement or adverse consequences are reported.